Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead and no actions were taken. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was not successfully implanted in the left bundle branch (lbb) placement due to unknown product performance anomaly. A new brady lead of the same model was successfully implanted. The lead was returned for analysis. No adverse patient effects were reported. Additional information received which indicates that this brady lead was attempted due to tissue getting stuck in the helix.

Event description:
It was reported that this brady lead was not successfully implanted in the left bundle branch (lbb) placement due to unknown product performance anomaly. A new brady lead of the same model was successfully implanted. No adverse patient effects were reported.